Manufacturer narrative:
The whole fork fixation of the right front wheel was defect. He reported that the patient fell from the chair, caused by a tightening issue of this fixation. No consequence for this incident the action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
The whole fork fixation of the right front wheel was defect. He reported that the patient fell from the chair, caused by a tightening issue of this fixation. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).